Event description:
It was originally reported that a non-critical alarm occurred due to eri. The battery was depleted. There were no patient symptoms. The pump was replaced with no patient injury. The drugs being delivered via the pump were prialt bupivacaine.

Manufacturer narrative:
Catheter model 8709, serial# (B)(4), implanted: 2004-(B)(6), explanted: na. Final device analysis for the pump revealed a reliability non-conformance. There was s2 high resistance.